Event description:
It was reported that the patient underwent revision surgery due to all electrodes of the right lead being out of range/high impedance failure. There was no report of patient harm or injury. Both leads were removed, and two new leads were implanted without complications. There was no problem with the left lead; it was replaced only as a precautionary measure. A review of post-initial-implant images revealed implant-technique issues that led to out-of-range/high-impedance failure.

Manufacturer narrative:
Mml # (B)(4). Other device explanted: model: 8145, description: reactiv8 implantable stimulation lead, serial number: (B)(6), UDI#: (B)(4).

Event description:
It was reported that the patient underwent revision surgery due to all electrodes of the right lead being out of range/high impedance failure. There was no report of patient harm or injury. Both leads were removed, and two new leads were implanted without complications. There was no problem with the left lead; it was replaced only as a precautionary measure. A review of post-initial-implant images revealed implant-technique issues that led to out-of-range/high-impedance failure.

Manufacturer narrative:
(B)(4). Other device explanted. Model: 8145 description: reactiv8 implantable stimulation lead serial number: (B)(6). UDI#: (B)(4). Following the lead revision, the reactiv8 system was activated to allow the patient to initiate bilateral stimulation (when initiated by the patient). The lead assemblies were received for analysis. The alleged out-of-range (oor) was confirmed. Visual inspection of the right lead under a lab microscope revealed rounded, fractured coil wires across all coils. The left lead sustained slight kink damage at the electrode end, presumed to have occurred during explantation. No other damage was observed on the leads. Functional testing could be performed on both leads because the lead was received into two segments. H6 updated.